Manufacturer narrative:
(B)(4). Concomitant medical products: 010000856- g7 neutral e1 liner 36mm d-6025178, 193108- echo b-mtrc mp fp ho 8-66931or, 650-1057-cer bioloxd option hd 36mm-2904536. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that the patient experienced left iliopsoas tendinitis, requiring an oral steroid treatment 1-year post implantation. No further intervention has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g4; h2; h3; h4; h6. Reported event was confirmed via medical records/radiographs reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp), increased pain due to worsening right hip oa (contralateral side), right hip tha performed on an unknown date. At one-year follow-up, regularly participates in moderate activities, very satisfied. Occasional mild hip pain, daily nsaids, no abnormalities on x-ray. Left hip iliopsoas tendinitis, onset, tolerated, medrol dose pack prescribed. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.